Manufacturer narrative:
The devices involved in the event will not be returned for evaluation, they remain implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Devices remain implanted in the patient.

Event description:
Patient initially implanted with a bifurcated stent, a suprarenal aortic extension, and two limb stents on (B)(6) 2015. Upon follow up on (B)(6) 2016 the physician identified a distal potential type 3a or a potential type 1b endoleak on the left limb side as well as a loss in overlap between the left limb and the main body. The physician elected to implant an additional limb stent, an ovation extender, and an non-endologix stent to seal the leak. The patient is stable.

Manufacturer narrative:
At the completion of the investigation with the limited patient information available the clinical assessment was able to confirm the reported type 3a endoleak with partial component separation. Potential contributing factors include off label use, patient anatomy and asa therapy. A manufacturing or design issue has not been identified or suspected based on the evaluation of the reported event. The root cause of the reported event is unknown. There is not enough information available to determine the root cause of the reported event.